Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci myomectomy procedure, that the cable was damaged and the prograsp forceps instrument was not able to rotate. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.